Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2013-00160, under a different suspect device. (B)(4) the investigation showed the architect i2000 r2 pipettor was replaced as splash was observed; the r2 buffer pump, vortexer #3, r1/r2 wash valve were also replaced. Instrument service history showed a similar issue approximately 2 weeks prior to the current complaint, the wash zone manifold was replaced at that time. Replacement of parts is common to address fluidics issues which can affect results; no adverse trends were identified involving the pipettor. Current labeling provides adequate troubleshooting assistance for erratic results. Based on the available information, a deficiency of the system was not identified.

Event description:
The account generated false reactive architect (B)(6) on a patient sample that repeated (B)(6) using two different architect analyzers. Patient (B)(6) tested architect (B)(6) but repeated (B)(6). No specific patient information was provided. No impact to patient management was reported.